Event description:
Patient reported right side deflation. Healthcare professional reported right side deflation, patient is complaining of bii symptoms and exchange. "Any creases" via rga. Device has been explanted and was not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed as fold flaw opening. Varied injuries-ndr: not applicable as the event is not related to the device. Additional observations: wear abrasion is observed. Brown particles in device inner surface are observed. Creases are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional reported right side deflation, patient is complaining of bii symptoms and exchange. Device remains implanted.

Event description:
Device has been explanted and was not replaced.